Manufacturer narrative:
Baxter received and evaluated the device. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A device history review revealed no issues that could have caused or contributed to the reported issue. The reported condition was verified. The device was found out of specification in relation to the reported over infusion which was reproduced. Evaluation found the device to free flow during the pump phase. Cause was determined to be unauthorized user facility maintenance. The door hook shims were removed from underneath the door hooks while in the field. The door hooks require rework in addition to travel calibration and flow calibration to correct this condition. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump over infused during therapy of heparin (dose, rate and volume unknown). There was no patient injury or medical intervention associated with this event. No additional information is available.